Event description:
Bd provena midline catheter internal stiffening stylet appears to have residue/substance present on newly opened sterile product; possibly shearing from t-lock assembly. Stiffening stylet also noted to be thread off-center of non-coring t-lock, some resistance noted when attempted to pull through lock.